Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium prime coil prematurely detached. The patient was undergoing treatment for a ruptured, saccular aneurysm located in the left anterior communicating artery. The max diameter was 3mm and the neck diameter was 2.5mm. The patient's blood flow was normal, and the vessel tortuosity was moderate. It was reported that when the device was inserted into the microcatheter and deployed in the aneurysm, the tip of the delivery pusher's hand side was extended 7mm or more while nothing was done. It was slowly removed from the aneurysm in a hurry, but it was pulled halfway because it had already been detached, but the coil came off inside the guide catheter. The entire guide catheter was removed from the body. Afterwards, the device was induced to the aneurysm again and another coil was used. The treatment was completed without any problems, and no additional medical or surgical interventions were needed. There had been no resistance during delivery, and the coil had not been relocated. There had been no attempts made to detach the coil. The delivery pusher was not rotated inside the patient's bode, and a continuous flush had been administered. The patient did not experience any injury. The devices were prepared according to the instructions for use (IFU). Ancillary devices include an echelon 10 microcatheter and loadmaster 6f 100cm guide catheter.